Manufacturer narrative:
The bipolar insert cev633-1a was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The coating of the wire was damaged; there are scratches and it was whitened. The device did not pass the electrical test, the black ring is unstuck, and the wires came out of the tube. Root cause: the device was not working because there was a short circuit due to damages on the coating. The damages of the device are due to the repetitive reprocessing of the device and an improper cleaning as the use of scouring pads on the coating. The IFU nt058 mentions that: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." And "do not use abrasive cleaning products such as hard brushes, etc."

Event description:
This report is 7 of 11 for a bipolar insert cev633-1a , and is linked to mfg report numbers: 2523190-2021-00151, 2523190-2021-00152, 2523190-2021-00153, 2523190-2021-00155, 2523190-2021-00156, 2523190-2021-00174, 2523190-2021-00175, 2523190-2021-00176, 2523190-2021-00177. A facility reported that there was no activation of 3 different forceps during gynecological surgery. The forceps were disassembled after two forceps were in short circuitry and three inserts had damaged coating. The device was not in contact with the patient; however, it was reported that the event led to significant increase of surgery time. No patient injury or death was reported.